Manufacturer narrative:
This report is submitted on july 15, 2024.

Event description:
Per the clinic, the patient experienced pain at implant magnet site and subsequently was treated antibiotics (specific type, date and duration not reported).

Manufacturer narrative:
Correction: the correct date of awareness is july 09, 2024; not june 10, 2024 as previously reported.